Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after a missed meal announcement, with dinner consumed and not announced until well after the meal while blood glucose was elevated, followed by a late meal announcement at a high glucose value that likely contributed to insulin stacking and subsequent low glucose. Symptoms included a measured blood glucose low of 56 mg/dl without loss of consciousness, dizziness, or other acute effects. Outcomes included approximately one and a half hours outside the target range and self-treatment with oral glucose via a 40-gram carbohydrate soda, with no medical intervention or hospitalization. Investigation included review of device data and usage history with user interview. Investigation of this case revealed user-related operational factors consistent with a delayed meal announcement leading to postprandial hyperglycemia followed by hypoglycemia. It was concluded that the event was attributable to use error related to missed and delayed meal announcement rather than a device malfunction.